Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Date received by mfg. Corrected to 12/13/2023. No other changes have been made to the device/event information in this report.